Event description:
Potential for injury associated with the right side plunger tube breaking on a 9xt manual wheelchair. This tube holds the push handle on the chair, thus the hander's ability to maneuver the chair is compromised.